Manufacturer narrative:
The complaint product was not analyzed since it was discarded at the hospital. In addition, the lot number of the device is unknown, and the manufacturing and quality control records could not be checked. The physician determined that this adverse event related to op-08d was a "serious injury" and that the causal relationship was "suspected." We also determined that this event was a "serious injury," and that the causal relationship was "suspected," as the event occurred during treatment with the device. As for a hypersensitivity, anaphylactoid reation is described in IFU "e. Precautions 13. Monitor the patient constantly during treatment with the plasmaflo¿ op-05w(a). In the event of any of the following during treatment, immediately ensure the safety of the patient and take appropriate measures in accordance with the directions of the responsible physician. Presence of hemoglobin in separated plasma, due to hemolysis. The other potential reactions due to available substitute fluid such as fresh frozen plasma, plasma protein fraction are anaphylactoid reactions, hypocalcemia and infection. " we will continue to monitor the occurrence of similar events carefully.

Event description:
This adverse event occurred in japan during the first session of double filtration plasmapheresis (dfpp) performed using the op-08d device for a patient with autoimmune glial fibrillary acidic protein astrocytopathy. The plasmaflo is identical to the op-05w(a), which is marketed in the united states. On (B)(6) 2025, during the dfpp, the patient's systolic blood pressure decreased from 110 mmhg to 77 mmhg. Under mechanical ventilation, a decrease in peripheral oxygen saturation (spo2) was observed. Anaphylaxis was suspected; however, the patient's condition improved after increasing the fraction of inspired oxygen (fio2) from 0.3 to 0.5, and dfpp was continued. The details of the treatment for the adverse event are unknown.